Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device was used for treatment, not diagnosis. No further information available at this time, investigation is ongoing. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Event description:
It was reported that a surgeon at one facility did not want to implant due to patient condition. The patient was referred to another facility and was implanted with a lvad. It was reported that the patient could not be weaned from ventilator and continued to be in cardiogenic shock and failure to thrive. Family was consulted and decided to withdraw support. The patient expired.

Manufacturer narrative:
The involved pump and equipment will not be returned for evaluation. No autopsy was performed and the site was to dispose of equipment. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Respiratory dysfunction and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there, is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these types of events. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.